Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps4 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys exhibited collimator iris errors upon boot up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.